Event description:
Treatment of an avm. It was reported the catheter ruptured at 3cm from the distal tip after approximately 20 minutes of onyx injection.no patient injury reported.same event as MDR# 2029214-2011-00230.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)